Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The device passed all functional tests including 7.2 unit bolus and occlusion test. The unit had a cracked case underneath the overlay, cracked overlay, minor scratched overlay and debris under the lcd window. The device is pending results of the volume accuracy test.

Manufacturer narrative:
This report is provided because additional testing was performed on the device after our device evaluation medwatch was submitted. The additional device evaluation data can be found in this section.the insulin pump passed the delivery volume accuracy test.

Event description:
It was reported that the customer passed away due to a brain tumor. The customer's wife stated that the customer was not wearing the insulin pump at the time of death. She stated that he was wearing another insulin pump manufactured by another company and treating by injections. The blood glucose reading at the time of death was unknown. Requested return of the device for analysis. Nothing further reported.